Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor smooth round moderate profile, 375cc saline breast implant experienced right sided deflation post procedure. The mammogram examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on may 10, 2022 indicated that the patient experienced bilateral deflation. Patient also underwent bilateral mastopexy. The report also indicated that the implants cannot be returned. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 29, 2022 indicated that patient possibly experienced capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3507405mc, sn#: sn (B)(6) r/ cat#: 3507300mc, sn#: (B)(6) on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).